Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an interventional afib ablation procedure with a 10f sheath. Reportedly, the suture was successfully harvested; however, the suture was noted to be frayed. The prostyle suture still worked successfully. Hemostasis was achieved with the same prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible there was a suture snag during suture deployment or harvest; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.